Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and common bile duct stone extraction procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the basket detached prematurely prior to its entry into the papilla. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned trapezoid basket found the basket was in retracted position when received. The basket tip was not present and not returned for analysis. The device is free of obvious kinks and bends. It was concluded that the tip of the basket could have been detached as a normal factor of the procedure (not considered an issue) since the device have been designed with this characteristic and the complaint information states that the costumer reported the problem while the procedure was being performed and inside the patient. Based on the available information, the most probable cause for this case will be documented as ¿anticipated procedural complication¿ since the complaint is due to known effect of the procedure noted within the directions for use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and common bile duct stone extraction procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the basket detached prematurely prior to its entry into the papilla. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned trapezoid basket found the basket was in retracted position when received. The basket tip was not present and not returned for analysis. The device is free of obvious kinks and bends. It was concluded that the tip of the basket could have been detached as a normal factor of the procedure (not considered an issue) since the device have been designed with this characteristic and the complaint information states that the costumer reported the problem while the procedure was being performed and inside the patient. Based on the available information, the most probable cause for this case will be documented as ¿anticipated procedural complication¿ since the complaint is due to known effect of the procedure noted within the directions for use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and common bile duct stone extraction procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the basket detached prematurely prior to its entry into the papilla. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.